Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. (Therapy date): unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A service and repair history record review was attempted for the subject device but could not be completed as the device is a lot/batch controlled item. The manufacture date of this item is jun 13, 2012. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jun 13, 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified procedure on an unknown date, the flexible shaft connector for use with jacobs chuck has a screw on it which backed out during the procedure and the connector came apart. The part is used to connect the flexible reamer shaft to the drill. Event of surgical delay and patient harm are unknown. The patient¿s surgical outcome is also unknown. Concomitant devices reported: flexible reamer shaft (part # unknown, lot # unknown, quantity # unknown), drill (part # unknown, lot # unknown, quantity # unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was performed. The customer reported the screw backed out and the connector came apart. The repair technician reported the etch on the item was unreadable. Etch unreadable is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. Device was received at cq assembled. The set screw component is able to be adjusted (loosened and tightened) at customer quality (cq). The complaint condition of the set screw becoming loose was able to be replicated at customer quality (cq). No new malfunctions were identified as a result of the investigation. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Per note the set screw is to be adhesive connected - calk/secure which confirms that the set screw should not be removed/loosened for sterile processing. It is most likely that the attempted removal of the screw during sterile processing has led to this complaint condition. The device is not intended to be disassembled for sterile processing. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.